Event description:
It was reported that during a percutaneous coronary interventional treatment procedure, a balloon rupture occurred. The 85% stenosed de novo 3.0x24mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). The 3.25 x 12mm quantum maverick balloon was advanced for predilation, however, it ruptured at 15 atms on an unspecified inflation. The balloon was removed intact. Another of the same devices was utilized to complete the procedure. No patient complications were reported and patient status is stable.

Event description:
It was reported that during a percutaneous coronary interventional treatment procedure, a balloon rupture occurred. The 85% stenosed de novo 3.0x24mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). The 3.25 x 12mm quantum maverick balloon was advanced for predilation, however it ruptured at 15 atms on an unspecified inflation. The balloon was removed intact. Another of the same devices was utilized to complete the procedure. No patient complications were reported and patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: device analysis revealed the balloon was tightly folded, which indicates no sign of inflation pressure. There was a complete hypotube separation 55 cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Manufacturer narrative:
(B)(4).